Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold outputs due to micro dislodgement. In addition, a fluoroscopy was performed, and medication of antibiotic was administered. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.